Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was in a car accident a few years ago (date unknown). The car accident caused everything on their implant to get damaged. The leads and ins were replaced a few years ago (date unknown). It was reported that the devices were replaced to become MRI compatible since the wires were damaged. The patient needed an MRI because they thought they needed a knee replacement (date unknown). The patient could not see very well (date unknown).

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type lead the patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-feb-15 reporting that the date of the car accident was 2015 (B)(6). The date of the replacement surgery was 2016 (B)(6). The patient was seen in the office on 2016 (B)(6) to have their stimulator reprogrammed. The patient was seen again on 2016 (B)(6) with complaints of increased paresthesia at times. An attempt was made to reprogram the stimulator again and at the time contact 14 was no longer functioning. The reported symptoms related to the event was increased paresthesia. Patient weight was provided from the 2016 (B)(6) appointment. The implantable neurostimulator (ins) and dual spinal cord stimulator electrodes were removed and replaced with an MRI compatible ins and electrodes. The hcp no longer had the removed components in their possession. No further complications were reported.